Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
Upon follow up, one measurement of out of range high impedance was noted on the lead. Measurements before and after this occurrence have been within range. The patient is being monitored for any debuting lead damage.